Event description:
A nurse reported to baxter a connection issue related to a transfer set found during use. The nurse stated that the patient connector was not connected with the titanium adapter well when the customer changed the transfer set. There was no patient injury or medical intervention was reported. There was patient involvement.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. Functionally, the set was hand tightened with a lab titanium adapter and difficulty was noted.